Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent hypoglycemia with a sensor reading of 95 mg/dl trending slightly downward and described a year-long pattern of prolonged lows lasting 2¿3 hours despite ingestion of fast-acting carbohydrates such as soda and cookies; troubleshooting and education were provided regarding individualized hypoglycemia treatment and referral to the user¿s clinician for an action plan. Symptoms included hypoglycemia with associated feeling ¿off.¿ outcomes included user self-management without emergency services or hospitalization. Investigation included complaint intake review and user education on hypoglycemia management. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.